Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2017 they "observed a vt arrhythmia and the central station and the monitor did not alert". The device was in use for monitoring at the time of the alleged malfunction. No death or patient / user injury or harm was reported. No intervention was necessary to assist the male patient with a height of 180 cm and a weight of (B)(6). The patient was later discharged home.